Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged causing high threshold measurements. During defibrillation threshold testing, the system took three shocks to convert the patient out of ventricular fibrillation. The patient remains hospitalized and the rv lead remains in service. No adverse patient effects were reported.